Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A comparative analysis of the photo shows that the instrument was transferred in working condition, the fixing tab is shifted to the right, the button is released. On the returned handle, the tongue is not shifted to the right, the button is pressed. Interferences in the adjusting screw are visible. The cause of the breakdown is the use in a medical facility. The product has been destroyed, there will be no return.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.